Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had stuck button alarm. The customer¿s blood glucose level was 315 mg/dl. The customer reported that they had received stuck button alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.